Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2002 - the pt underwent a laparotomy with repair of ventral incisional hernias with composix e/x and a bard flat mesh and lysis of adhesions. On (B)(6) 2003 - the pt underwent laparoscopy, lysis of adhesions and open repair of two recurrent ventral hernias with a composix e/x mesh. On (B)(6) 2006 - the pt underwent laparoscopy, lysis of adhesions and open repair of multiple recurrent ventral incisional hernias with three composix kugel patches and a composix e/x mesh. On (B)(6) 2006 - the pt underwent excision of all of the implanted meshes and closure of the abdominal wall.

Manufacturer narrative:
Initially, five events were reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. A morbidly obese pt with medical history significant for numerous hernia repairs underwent lysis of adhesions and repair of ventral incisional hernias with a bard flat mesh and a composix e/x mesh on (B)(6) 2002. One year later, the pt underwent repair of recurrent ventral incisional hernias with a composix e/x mesh. On (B)(6) 2006, the pt underwent repair of multiple recurrent ventral incisional incarcerated hernias with a composix e/x mesh and three composix kugel patches. One month later, the pt underwent excision of all of the meshes, the pt had reportedly developed an infection, the abdominal wall was closed. Office visits over the next two month report pt was healing well no fluctuance, no purulence, no necrosis, no cellulitis and tenderness is virtually cleared. Currently it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical/surgical history may have contributed to the alleged event. The pt reportedly developed adhesion and recurrence which are listed as possible adverse reactions in the product's instructions for use. The pt also reportedly developed an infection, the product's instructions for use state "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally no sample has been returned for evaluation. Based on info provided, no conclusions can be drawn. See MDR 1213643-2009-00198, 00197, 00196 for info related to the composix kugel meshes implanted on (B)(6) 2006. See MDR 1213643-2009-00195 for info related to the composix e/x mesh implanted on (B)(6) 2006. See MDR 1213643-2009-00194 for info related to the composix e/x mesh implanted on (B)(6) 2002.